Event description:
During a coronary procedure and while pre-dilating the lesion, the physician noticed that the stent on the cypher des was missing. Later the stent was found on the floor. Another cypher des was used to finish the procedure.